Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure (batch no: dj10438) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify on (B)(6) 2016. Results: other. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain/right side of abdomen pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/spotting"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/spotting throughout them"), migraine ("migraines / headaches") and menstruation irregular ("irregular menstrual cycles"). On (B)(6) 2010, the patient was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced vaginal discharge ("bladder/urinary problems: vag. Discharge"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmennorhea (cramping)"), urinary tract infection ("bladder/urinary problems : uti"), headache ("headaches") and bladder disorder ("bladder/urinary problems"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, dysmenorrhoea, urinary tract infection, vaginal discharge, headache, bladder disorder, vaginal haemorrhage, menorrhagia, migraine and menstruation irregular outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, fallopian tube perforation, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date of insertion: on (B)(6) 2009 (as per mr) (discrepancy noted). On both sides, approximately two coils were noted from the fallopian tube itself. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-dec-2019: pfs received. Events per pfs: vaginal bleeding, menorrhagia, migraine headache, irregular menstrual cycles were added. Lot number received. Laboratory data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure (batch no: dj10438-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify on (B)(6) 2016. Results: other. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain/right side of abdomen pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) / spotting"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) / spotting throughout them"), migraine ("migraines / headaches") and menstruation irregular ("irregular menstrual cycles"). On (B)(6) 2010, the patient was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced vaginal discharge ("bladder / urinary problems: vag. Discharge"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmennorhea (cramping)"), urinary tract infection ("bladder/urinary problems : uti"), headache ("headaches") and bladder disorder ("bladder / urinary problems"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, dysmenorrhoea, urinary tract infection, vaginal discharge, headache, bladder disorder, vaginal haemorrhage, menorrhagia, migraine and menstruation irregular outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, fallopian tube perforation, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date of insertion: on (B)(6) 2009 (as per mr) (discrepancy noted). On both sides, approximately two coils were noted from the fallopian tube itself. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: update of information (batch is not valid) product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation :fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify (B)(6) 2016 results: other. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("bladder/urinary problems : uti"), vaginal discharge ("bladder/urinary problems: vag. Discharge"), headache ("headaches") and bladder disorder ("bladder/urinary problems") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, dysmenorrhoea, urinary tract infection, vaginal discharge, headache and bladder disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, fallopian tube perforation, headache, pelvic pain, urinary tract infection, vaginal discharge and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: new pfs received- new events pain :dysmenorrhea (cramping),pelvic/abdominal, perforation :fallopian tubes, bladder/urinary problems :uti, vaginal discharge, other injuries/symptoms: headaches, weight gain. Product indication, insertion date was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.